Manufacturer narrative:
According to the field, this ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture due to lead dislodgement. As a result, surgical intervention was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.